Manufacturer narrative:
Patient weight not available from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Although the site stated they did not have an alternate tray, it was later reported there were 3 standard ent trays available and they were able to open another and finish the case with no patient impact. A medtronic representative, following-up, reported that the site acquired a new suction, no further issues. Suspect curved suction 90-degree has not been returned to manufacturer for evaluation. Part not returned.

Event description:
A surgeon reported that, while in an ent procedure, the straight probe was displaying the trajectory view and 3 quadrants. The surgeon wanted the video quadrant back in the software. In trouble-shooting, it was recommended they try another instrument. The surgeon stated he was able to verify the frontal suction and the software displayed the 4 quandrants as requested. The surgeon also reported the straight suction and 90-degree suction were not verifying, therefore, he was attempting to bend them back into place. It was recommended the surgeon use instruments from a different tray; they were able to open another tray and proceed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot # now provided.

Manufacturer narrative:
Correction to lot number. Mfg date now provided.